Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.